Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered a bolus of 9 units due to carbohydrates being off, causing the customer to have to eat food as to not result in a low blood glucose level. Customer's blood glucose was 140-170 mg/dl. Tandem technical support assisted the customer in turning carbohydrates on and the customer resumed insulin therapy.